Event description:
Pt was in post-op day #2, s/p transhiatal esophagectomy for distal esophageal carcinoma. When pt was found apneic and pulseless at 915 am it was noted that there was a large amount of blood in the area of the right neck from the cordis cath which had become disconnected. CPR was performed and patient survived this event, however, this resulted in anoxia and pt remained unresponsive until life support was discontinued at the request of family.